Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned femoral impactor pad identified nicks and gouges consistent with the use of the instrument, and is fractured. Device was submitted for further analysis. The sem analysis indicating overload failure or low cycle fatigue culminating in the overload failure. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported prior to surgery, the impactor was fractured. Subsequently, the surgery was completed with a different device. No adverse events have been reported as a result of the malfunction.